Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were low speeds/pump stops due to driveline disconnect on (B)(6) 2021. Multiple low voltages alarmed due to mobile power unit (mpu) power being disrupted and controller had to operate on backup battery power. Related manufacturer report number #2916596-2021-02311.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was one transient low flow alarm on (B)(6) 2021, presumably related to 80% occlusion of outflow graft as revealed by computed tomography (CT) scan at end of (B)(6). The patient continued to have intermittent low flow alarms thereafter. The patient was asymptomatic but was put on palliative care and bed bound in a skilled nursing facility (snf) since the patient was deemed not a surgical candidate.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed driveline disconnected alarms and low flow hazard alarms. Additionally, evaluation of the submitted photo confirmed an extrinsic outflow graft obstruction beneath the bend relief. Although a specific cause for the low flow alarms could not conclusively be determined, the outflow graft obstruction could have resulted in low flow readings. The submitted log file contained data from (B)(6) 2021 at 10:24:27 to (B)(6) 2021 at 11:48:19. The pump fixed speed was set at 9200 rpm with a low speed limit of 8800 rpm for the duration of the captured data. On (B)(6) 2021 at 20:53:34 the driveline was disconnected resulting in a pump stop. The driveline was reconnected at 20:53:58 approximately 24 seconds later. The driveline was again disconnected on (B)(6) 2021 at 20:56:57 resulting in a pump stop. The driveline was reconnected at 20:57:58 approximately 1 minute later. The driveline was disconnected again on (B)(6) 2021 at 20:58:19 resulting in a pump stop. The driveline was ultimately reconnected at 20:58:45 approximately 26 seconds later. The driveline disconnect and pump stop events were associated with 10 low speed hazards, 3 low speed advisories, 10 low flow hazards and 9 motor stopped active flags. Additionally, on (B)(6) 2021 6:36:43 to 6:41:25 and (B)(6) 2021 at 6:06:00, the pump calculated flow was below the low flow threshold of 2.5 lpm, resulting in 7 low flow hazards. The account submitted a photo of a CT scan of the patient¿s abdomen. The submitted CT scan revealed at the outflow graft was compressed beneath the outflow graft bend relief. Multiple attempts to gather additional information; however, none was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 19dec2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿ provides more information regarding all pump parameters, describes situations which may result in a low flow hazard alarm. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled "patient care and management" outlines indications of thrombus and how to respond to such events. This section provides information on anticoagulation, including recommended international normalized ratio (inr) values, and lists hypovolemia as a potential late postimplant complication. It also states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard and driveline disconnected alarms, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.